Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that the endoscope might have been reprocessed in the defect basket in one of the user facility's reprocessor prior to an examination and thus, not correctly reprocessed. Subsequently, about 40 patients who either had experienced unspecified symptoms after their examinations or were worried due to the information that had been sent out to them that they might have been examined with an incorrectly reprocessed endoscope, contacted the clinic. The customer indicated that the information that the patients might have been examined with an incorrectly cleaned endoscope was sent more than 4 weeks after the endoscopy and that the patients were already in their habitual state when contacted. Reportedly, there was correlation between the patient symptoms and the endoscope, but causation could not be proven. It is currently unclear if the patient referenced in this report experienced symptoms. There were no pathogens detected for this patient after cultivation. Culture testing of the endoscope was negative. There were no reports of patient harm. Additional information on further patient impact were requested but no further information was provided at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. Correction to d1 (brand name), d4 (model number, serial number, UDI) of the initial report: it was later clarified that the model and serial number of the scope associated with this report was not known. Correction: h4 of the initial report: to remove manufacture date as serial number is unknown. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the subject device and the reported event could not be determined. Additional information on the customer reprocessing steps could not be obtained. The device was not returned for evaluation and a root cause was not determined. Olympus will continue to monitor field performance for this device.